Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering on. The field service engineer (fse) removed and replaced the drawer controller board for main drawer 3.1. After replacement, the station powered on successfully and all drawers and cubies were detected. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was unable to power up. The unit was confirmed to be connected to an operational outlet. The rear fan briefly started to spin but immediately stopped, and this pattern repeated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.